Manufacturer narrative:
B4:24sep2021. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty touchscreen. The fse replaced the touchscreen to resolve the issue and bring the device back to functionality. Following the repair, the device was placed back into service.

Manufacturer narrative:
Date of report: (B)(6) 2021. Reporting institution phone number : (B)(6). Reporter phone number : (B)(6).

Event description:
It was reported to philips that the device had a touchscreen failure. The device was reported to have been in clinical use at the time of the event on a patient. There was no patient or user harm reported.